Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zeego system. During a clinical procedure, the system collided with the ceiling and systems movements were blocked. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show an error in workmanship servicing the system. The service technician adjusted the patient transfer position at site and the problem did not recur. The manufacturer is not considering further actions resulting from this individual event.